Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed assessed as fold flaw opening. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a left side implant rupture noted during surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side implant rupture noted during surgery. The device has been explanted.